Event description:
Customer reports while trying to get the plunger of the softclix plus device to go down, he accidentally stuck himself. States the lancet went down into his finger and did not retract back into device. No medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.